Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings: a review of the black box history showed that the pump emitted two ¿low battery¿ warnings associated with the same battery was recorded. No evidence of excessive battery usage was observed in the black box history. The pump powered on normally with the returned battery cap. The battery cap was able to be secured properly to the pump. No loss of prime was observed during investigation. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of loose components or moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.